Event description:
Physician reported a right side capsular contracture, baker grade iii-IV. Subsequently, chronic inflammation diagnosed following a biopsy was reported. The device has been explanted with total capsulectomy and replaced with a non-allergan device.

Manufacturer narrative:
Continued postal code (e1): l-2540. Continued health effect - impact code 4: f15. Continued health effect - impact code 5: f2201. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.